Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes are bent. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received 27 returned samples and 1 photo from the customer for investigation of bowed tubes. The photo was reviewed and bowed tubes was observed.  Additionally, 27 customer samples were subjected to a visual inspection, and 12 of 27 had bowed tubes. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for bowed tubes.  Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes are bent. No patient impact reported.